Event description:
It was reported that three day postop to a vats for middle lobectomy, the patient was brought back in due to suspicion of middle lobe torsion. While using the vascular stapler on a pulmonary vessel, the surgeon stated the stapler did not form staples correctly and the vessel was wide open bleeding profusely. They were able to stop the bleeding but had to convert the case to an open procedure and completed the lobectomy successfully. They suspected that the staples were not deployed but unsure if that is the case. The current status of the patient. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 7/16/2026. D4: batch#: unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is meant by ¿didn't form staples correctly ¿? Were staples visualized? If yes, what were the shape? Were they able to provide more detail on ¿middle lobe torsion.¿ please provide a timeline of events. What was the vessel in question fired upon? Any photos or videos please send to (B)(6). Did the stapler fire completely and the knife return to the home position? What is the surgeon¿s experience with the pvs device? What is the compressed width and thickness of the vessel? What is the estimated compressed width of the target vessel? Did the surgeon wait 15 seconds prior to firing? Did the surgeon ensure that the complete width of the compressed vessel was proximal to the cut line on the device? Did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws? Were any surgical clips used in the area of the device firing? Were there any difficulties with the device during the initial procedure? How was the post-op bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? What was the pre and postoperative anti-coagulant and pain management protocol? Was there calcification of tissue that impeded clamping or cutting? Were there any pre-exiting patient conditions? Any clips, clamps, or graspers near the area where the device was being fired? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished pve35a, with lot number: a97k58, and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.